Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported one of the pt's ipgs was explanted and replaced (with a different model) due to discomfort at the ipg site. The explanted product will not be returned to sjm. F/u revealed the pt has been feeling better since surgical intervention took place. Further device info is unk at this time.